Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the protector p21j before use. The following information was provided by the initial reporter, translated from (B)(4) to english: "before using p21, the hcp found fm inside the expansion chamber."

Event description:
It was reported that foreign matter was found in the protector p21j before use. The following information was provided by the initial reporter, translated from japanese to english: "before using p21, the hcp found fm inside the expansion chamber."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/21/2020. H.6. Investigation: one sample was provided to our quality team for investigation. Upon visual inspection, a brown particle was observed on the expansion chamber. Using magnification it was identified the particle was between the layers of film from the expansion chamber. The film used for the expansion chamber is provided by a supplier. A device history review was performed for the reported lot 1912112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Additionally, we reviewed device records for the expansion film , no non-conformances were identified. While we could not identify a direct issue, based on the location the foreign matter was found, the root cause was determined to be related to the material provided by the supplier. H3 other text : see h.10.